Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that another manufacturer's representative contacted technical services (ts) to inquire about magnetic resonance imaging (MRI) compatibility and noted that this right ventricular (rv) defibrillation lead, implanted with the other manufacturer's implantable device, had exhibited out-of-range shock impedance measurements. This rv lead remains in service. No adverse patient effects were reported.